Event description:
It was reported that low impedance had been observed on the atrial lead. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found the outer insulation and the outer coil sustained clavicular crush damage at 26.2 cm to 27.0 cm, 26.5 to 26.9 cm and at 27.5 cm to 27.7 cm from the connector pin. The inner insulation also sustained clavicular crush damage at multiple locations. This damage likely contributed to the reported impedance anomaly.